Manufacturer narrative:
"The event date listed on b3 is reflective of the time zone of the country of the event¿.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customers blood glucose level was 11 mmol/l. Reportedly, the customer reverted to an alternate method of insulin therapy.